Manufacturer narrative:
(B)(4). It was reported performance breakage suture. A paper lid, an empty winding former and a needle/suture piece of product code w9091, lot # lg7cllp were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed and broken. The end of the suture was noted cut and present marks by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9091h lot lg7cllp, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hypospadias procedure on unknown date and suture was used. During the procedure, the suture broke. The procedure was completed successfully. There were no adverse patient consequences reported.